Event description:
It was reported the customer was not receiving any insulin from their insulin pump. It was found the customer had several no delivery alarms after checking their alarm history. Customer also reported their no delivery alarms were resolved with a complete infusion set change. The customer did not want to return their supplies for analysis. Customer's blood glucose was 133 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.